Manufacturer narrative:
Per report, "the locking mechanisnm is stuck customer cannot open it. It was ordered thru humana but customer or representative from humana on the call were not able to provide the order information." Per customer, "received walker .the left lock does not world, cannot open the walker, I need to exchange it for another, please exchsnge it for one that I can open and close." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "the locking mechanisnm is stuck customer cannot open it. It was ordered thru humana but customer or representative from humana on the call were not able to provide the order information."